Event description:
A customer reported a malfunction on their insulin pump, identified by malfunction code malf 0, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to send the customer a replacement pump with updated software, ensuring the customer understood the instructions for storing the old pump and returning it. The customer confirmed receipt of these instructions, including the plan to use mdi for backup insulin delivery.